Event description:
The customer reported frequent "leak in iab circuit" alarms. The iabp was rented as a substitution during repair. The iabp was used on the patient by shutting off the alarm which was generated many times during a few minutes, but managed to continue using until replacement arrived. No patient injury was reported.

Manufacturer narrative:
The device has not yet been evaluated by maquet. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. (B)(4).